Event description:
Reporter indicated that the patient is experiencing shortness of breath especially in the later part of the day. Per reporter, patient is now undergoing surgery to remove the vns device due to this shortness of breath. Surgery date is unknown at this time. All attempts for further information have been unsuccessful to date.